Event description:
New information received notes the implantable cardioverter defibrillator (ICD) presented with a continued bluetooth anomaly. No changes were reported. There were no patient consequences.

Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. No changes were reported. There were no patient consequences.

Manufacturer narrative:
Correction: g2.

Manufacturer narrative:
The reported event of device being unable to pair to the app was confirmed. Based on the information provided, the ble lockout occurred due to insufficient authorization. This is per device behavior as part of the cybersecurity feature; there is no malfunction suspected.

Manufacturer narrative:
Correction: h3.